Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the system was power cycled multiple times. Power and communication connections within the navigation system were checked. Axiem was swapped from other navigation system but the issue could not be replicate the issue. As a precaution, axiem box was replaced. Instruments and trackers were operating as intended. No communication failures. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect axiem box has been received by the manufacture for evaluation. The returned axiem was not functional. Eminterface shows multiple power supply fault codes. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, the site was having a intermittent axiem communication with navigation system. It was reported that the power light on the axiem box was on but the navigate light was off and fault light was not lit. Set up equipment displayed an orange line connecting the axiem and navigation system. Representative could not confirm the number on the back of the axiem box. During troubleshooting, the system was unplugged/replugged and rebooted multiple times and the site was able to restore connection to the axiem box and proceeded with setting up for the case. There was no patient present at the time of the issue.